Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio alert on the mobile app. The patient stated that while in the shower, he did not hear a hypo (low glucose) alert for a cgm value of 62 mg/dl, or the continued repeat alert every 5 minutes. The device then went into a sensor error; he saw the sensor error briefly but lost consciousness a few seconds later, went into convulsions, and fell. An ambulance was called by his spouse. The paramedics treated him with glucagon, and he was taken to the hospital. He sustained two broken vertebrae from the fall. He was discharged from the hospital but was still being treated for the fractures at the time of the report. Data was evaluated and the allegation was confirmed. The patient passed the low threshold of 70 mg/dl with an estimated glucose value of 62 mg/dl. The patient received the low alert at zero percent volume and the alert was acknowledged before the mute override would have occurred. The device functioned within specifications and patient settings. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.